Event description:
Per the clinic, it was reported that the patient was placed under mac anaesthesia on (B)(6) 2020, in order to exchange the implant abutment due to skin irritation at the implant site.